Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant the lead with three different stylets. The stylets could not be inserted into the lead, could only be inserted a few centimeters, or were met with great resistance. The physician elected to use a different lead. No patient complications have been reported as a result of this event.